Event description:
A report was received stating that a patient had a pocket revision due to the battery shifting and protruding out. The patient presented skin discoloration as well. The physician replaced the ipg and moved the location of the pocket. The ipg was originally located under the armpit. The doctor assessed that the patient's "brazier" continually pushed the ipg down and eventually pushed it out of the skin. The doctor determined that there was no infection. The patient is reportedly doing well.